Manufacturer narrative:
Two devices were returned for evaluation. The 1st device still had both t's on the delivery needle. Deployment was attempted and both implants deployed successfully in a rubber meniscus. The 2nd unit also had both t's on the delivery needle but t2 had been prematurely advanced over the dimple. This would indicate that the user advanced the trigger prior to t1 deployment which is not the prescribed method per the instructions for use. Based on these observations, no root cause related to the manufacture of the device can be established. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Event description:
During a meniscal repair, it was reported that one fast fix the first anchor deployed but after seating second, both came out of meniscus- just pulled right out. The procedure was completed with a back up device. There was an unspecified delay in completing the procedure.